Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate antitachycardia pacing during supraventricular tachycardia event. No intervention was performed. No patient consequences.